Manufacturer narrative:
A complete analysis and testing of the insulin pump showed that it was functioning properly and passed all functional testing. After testing, it was concluded that the device operated within specifications.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time. This MDR related to the puerto rico manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4).

Event description:
It was reported that the customer had had unknown high blood glucose levels for two or three months. Standard troubleshooting was performed. It was discovered that the customer's sensor glucose reading was 54 mg/dl while her actual blood glucose level was 103 mg/dl. On (B)(6) 2014, the customer had a no delivery alarm due to a bent cannula. The customer's insulin pump also had moisture under the lcd display. The customer was advised to discontinue use of the insulin pump and revert to a back-up plan. The product was returned. Nothing further was reported.